Event description:
Additional information was received that the device was recently reported to exhibit beeping tones. Technical services was consulted and discussed likely end of life (eol) was declared. The patient was to be brought into the office for device evaluation. The device system was explanted per the patient's request. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. The device was then subjected to a series of automated diagnostic tests that verify the performance of the defibrillation, pacing, sensing, high voltage shocking and recording functions of the device. The device performed normally throughout all tests.

Event description:
Boston scientific received information that this device declared elective replacement indicator (eri). It was reported that due to an unspecified patient condition, the device would not be explanted upon declaration of end of life (eol). To date, no adverse patient effects were reported.